Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the reported phenomenon and found that it was reportable as a measurement result of missing part. The manufacturing record was reviewed and found no irregularities. The insertion tube has been thought to be affected by various stresses. The followings are possible examples. Chemical stress such as spraying xylocaine sprays used for local anesthesia directly on the subject device, and disinfectants used for disinfection. Mechanical stress such as strongly bending the insertion tube, and rubbing with the mouthpiece. The exact cause of the reported event could not be conclusively determined. It was presumed that the coating of the insertion tube had been partially peeled off when these various factors have accumulated and exceeded the level of resistance.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the cleaning of the device was completed and sterilization was attempted, it was found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with the event. The subject device had been sterilized with a hydrogen peroxide gas sterilizer (canon medtech supply) in normal cycle, soft mode.